Event description:
The pt experienced surging sensation during electrical storms. The pt lived at 10,000 ft. She also felt stimulation changes with positional changes. The pt was at home. Her status was reported as good. Additional information has been requested. A f/u report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).